Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed the minute ventilation (mv) signal. The oversensing led to pacing inhibition but no periods of asystole greater than two seconds in duration. Slight changes in pacing impedances were also observed but never out of range. The mv sensor was programmed off and this pacemaker remains in service. No adverse patient effects were reported.